Event description:
A procedure was performed in saudi arabia on (B)(6) 2021, utilizing the surelok mis 3l pedicle screw system. While inserting the rod the cl rod inserter (63-sp-9005) tip broke. The procedure was completed utilizing a competitor's rod inserter. There was no patient injury but a fifteen (15) minute delay to the procedure.

Manufacturer narrative:
H3 device evaluation - complaint product was inadvertently misplaced following receipt. No evaluation is possible, and no conclusions can be drawn. Should the product be located, a follow-up medwatch report will be submitted when evaluation is complete. This report is number 1 of 2 mdrs filed for the same event (reference (B)(4).

Manufacturer narrative:
Patient information - unknown occupation - other; distributor other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2021-00016 / 00017).

Event description:
A procedure was performed in (B)(6) on (B)(6) 2021, utilizing the surelok mis 3l pedicle screw system. While inserting the rod the cl rod inserter (63-sp-9005) tip broke. The procedure was completed utilizing a competitor's rod inserter. There was no patient injury but a fifteen (15) minute delay to the procedure.